Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the erbe to resolve the issue. Isi has received the erbe; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, a customer was having repeated errors on erbe during use. The intuitive surgical, inc. (Isi) technical support engineer (tse) has reviewed error logs and found several instances of error "m-02". The isi tse recommended the caller power cycle the erbe, but she states they wouldn't do that as they were in the middle of the procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and the reported failure was not confirmed. The error log indicated error m-c8. The unit energized and cauterized, and all ports recognized instruments. The complaint regarding m-02 error was not confirmed based on failure analysis.